Event description:
The surgeon accidently inplanted an endurance cemented trial stem. The trial stem remains implanted. Event date: 1999 at 6:00 pm. The pt is a 75 year old lady with osteoporosis; average build (hgt and wgt unk). The implant was opened and ready. The nurse cleaned the used trial and replaced it on the tray and the surgeon attached the head to it and proceeded to implant the trial. He later stated it looked so clean and shiny he thought it was the implant.